Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014 and received an unsuccessful cavity integrity assessment (cia) test. The physician then performed a laparoscopy and "detected a perforation". There was no intervention required and the patient was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant.